Event description:
The customer reported to the carefusion sales consultant that they have an instance of the valve sticking upon removal of the syringe, and have experienced some splatter of spraying blood when this happens. There was no report of pt harm or medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of the valve sticking upon removal of the syringe could not be confirmed due to the product was discarded by the customer. The root cause of this failure could not be identified.